Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Per the device¿s labeling, the user is instructed to ensure that all in-line luer connections are secure prior to use. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the one-link device of a power injectable microbore catheter extension set disconnected from the set during infusion. This led to a leak of blood on the nurse. During troubleshooting, the reporter stated that the one-link had not been tightened onto the set before use. There was no patient injury or medical intervention associated with this event. No additional information is available.